Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a cuvette with blank errors on unicel dxc 600 pro synchron clinical system. No chemical exposure was noted, and there was no effect to patient or user.

Manufacturer narrative:
A bci customer technical support (cts) recommended use of personal protective equipment (ppe) before troubleshooting. The cts also recommended review of wash concentrate msds. The customer replaced wash tower probe #1 and the valve for probe #4. A bci field service engineer (fse) visited the site on (B)(4) 2010 and replaced valve for probe #1.